Event description:
Reportable based on analysis completed 06-apr-2015. Same case as MDR ID 2134265-2015-01305. It was reported that the guide wire broke. The chronic total occlusion (cto) target lesion was located in the previously stent brachiocephalic artery. A non-bsc guide wire was advanced and exchanged for a choice pt wire. The choice pt wire was advanced from the subintimal space through the stent struts. A stingray re-entry device was advanced over the choice pt wire. As the choice, pt wire was retracted into the stingray, resistance was encountered. The physician elected to advance a luge wire through the stingray. The luge wire was advanced about halfway up the stingray balloon when it encountered significant resistance and could not be advanced further. Fluoroscopic images revealed the choice pt wire had detached inside the stingray catheter. The wire fragment was removed with the removal of the stingray catheter. The luge wire was then advanced past the lesion. The lesion was dilated with a 2.0x 20mm apex balloon catheter. A 60mm non-bsc peripheral balloon was also used in the completion of the procedure. No patient complications were reported and the patient status is fine. However, returned device analysis revealed a luge tip detachment.

Manufacturer narrative:
(B)(4). Unit returned with its original pouch batch. The unit returned has distal end damage, as part of overall visual revision. The distal tip broken and deformed. All the outer diameter (ods) and guidewire overall length taken were within specifications. Guidewire overall length: 296.6cm approx. The distal section is broken and was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).